Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences. Surgical delay is unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event of overheating was not confirmed; however high amps were found that were due to the drive link being loose on the blade mount base.

Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences. Surgical delay is unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.